Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. He patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent re-exploration of mesh, suprapubic right incision, excision of granulomatous area and foreign body on (B)(6) 2003 due to granulation reaction and pain. It was reported that the patient underwent a diagnostic laparoscopy on (B)(6) 2005 due to chronic right lower quadrant pain and dyspareunia. It was reported that the patient underwent a diagnostic laparoscopy and anterior colporrhaphy on (B)(6) 2007 due to left lower quadrant pain, recurrence of sui and cystocele. (B)(4).

Manufacturer narrative:
(B)(4)